Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.no product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.(B)(4).

Event description:
It was reported that patient underwent primary knee arthroplasty on an unknown date. Revision procedure was performed on (B)(6) 2013 due to incorrect implant positioning. No further information has been received.